Event description:
It was reported that procedure cancellation occurred. An icefxtm cryoablation system was selected for a cryoablation procedure. The system pressures had been reset prior to the case, and all pressures were in normal range. The first needle in channel 1 tested fine. Then 3 more needles were plugged in for testing. The needle in channel 4 appeared to pull enough gas to pass the test, but during the case, the needle did not form ice. The testing of the other 3 needles triggered the fault 80-30,40-08. The case was abandoned, and there were no patient complications as a result of the event.

Manufacturer narrative:
B3: date of event updated. B5: event description updated with additional information. E1: initial reporter added. E3: occupation added.

Event description:
It was reported that procedure cancellation occurred. An icefxtm cryoablation system was selected for a cryoablation procedure. The system pressures had been reset prior to the case, and all pressures were in normal range. The first needle in channel 1 tested fine. Then 3 more needles were plugged in for testing. The needle in channel 4 appeared to pull enough gas to pass the test, but during the case, the needle did not form ice. The testing of the other 3 needles triggered the fault 80-30,40-08. The case was abandoned, and there were no patient complications as a result of the event. It was further reported that the patient had been sedated prior to the procedure cancellation.